Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative asked if right atrial (ra) lead was oversensing a signal as the signal was labelled as atrial fibrillation (af). Boston scientific technical services (ts) discussed that the signal was ventricular in origin. Further, the system was explanted due to infection. Additional information was received indicating that there was no pacing inhibition that resulted to greater than two seconds of asystole. Subsequently, oversensing was resolved when the leads were extracted. No additional adverse patient effects were reported. The system was out of service.